Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder joint glenoid labrum repair surgery, the 'osteoraptor' anchor broke. The broken implant was removed from the patient with tweezers. The procedure was completed by placing a backup device into an additional bone hole. A surgical delay greater than 30min took place and no further complications were reported.

Manufacturer narrative:
H2: additional information ¿h6: health effect - clinical code and health effect - impact code¿ h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found that the device has been deployed, and the anchor is deformed and fractured. A visual inspection of the returned device found that it is not in its original packaging. The anchor has been deployed and it is deformed and fractured. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Without the requested clinical information, a thorough medical investigation could not be rendered. It was reported, the broken implant was removed from the patient with tweezers. According to the report, the procedure was completed by placing a backup device into an additional bone hole, with a surgical delay of greater than 30 minutes reported. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.